Manufacturer narrative:
(B)(4). Concomitant medical products: 3.5mm cort lock scr 12mm ns cat#816135012 lot#n/a, 3.5mm cort lock scr 14mm ns cat#816135014 lot#n/a, 3.5mm cort lock scr 16mm ns cat#816135016 lot#n/a, 3.5mm cort lock scr 18mm ns cat#816135018 lot#n/a, 3.5mm cort lock scr 22mm ns cat#816135022 lot#n/a, 3.5mm cort lock scr 28mm ns cat#816135028 lot#n/a, 3.5mm cort lock scr 32mm ns cat#816135032 lot#n/a, 3.5mm low profile cort 26 mm cat#131218026 lot#n/a, 3.5mm multi directional screw 16mm cat#n/a lot#n/a, 12 hole fibula locking plate cat#n/a lot#n/a . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial left wrist fusion. Subsequently, the patient¿s lag screw had backed out into the skin area. The lag screw was removed approximately 2 months later and was found to be intact. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h2, h6, h10. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: x-rays show lag screw backed out into the skin area. Hardware was removed. No complications identified since revision. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. The reported issue is attributed to load causing the screw to pull out of bone. However, a definitive root cause of the event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.